Event description:
As reported, before use in patient, the connection between dpt and zero stopcock got disconnected when the customer attempted to release air. The connection was loose that it was unable to be tightened although the customer tried tightening firmly. A new kit was opened, and the problem was solved. There was no allegation of patient injury.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review has not yet been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
A product evaluation was completed on the returned pressure monitoring set. Customer report of "connection was loose" was unable to be confirmed. As received all connections were tight and secure. No leakage was detected from the kit during leak test. Flush device of dpt housing was intact and no visible damage or defect was observed from the kit. No luer connections got loose or detached during evaluation. All male and female luers and tubing connectors dimensionally passed iso standards. Dpt zeroed and sensed pressure accurately on pressure monitor. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The reported issue was unable to be confirmed. Further investigation is not required since no product malfunction was identified for this condition. The device history record review has been completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.